Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a cartridge leak issue. The reporter stated that there was a leak in 2 cartridges. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.